Event description:
It was reported that during the pulsed filed ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the non-boston scientific, physician encountered resistance. A "pop" sound was heard when the physician pushed past it. Premapping of left atrium was performed but air ingress occurred in the clear shaft of the sheath during exchange of farawave before aspiration. Pump at 30ml/min was used for irrigation. No air in patient/leak was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the pulsed filed ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the non-boston scientific pentaray catheter, the physician encountered resistance. A "pop" sound was heard when the physician pushed past it. Premapping of left atrium was performed but air ingress occurred in the clear shaft of the sheath during exchange of farawave before aspiration. The pump was at 30ml/min was used for irrigation. No air in the patient and no leak was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. To evaluate difficulty to advance catheter through sheath, a known-good farawave catheter was inserted. Device-to-device interaction was successful. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.